Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 413mg/dl. The customer stated that she forgot to change the set up for the past four days. The customer did not treat her high glucose with the insulin pump or with manual injections. The customer was not able to get her infusion set inserted due to bleeding and pain at the sight. Troubleshooting was performed. Reviewed the time and date. The customer stated that the last time she did change the infusion was the day before her admission. The customer tried to do three insertions while being on the phone and she was unable to complete due to the bleeding and pain at the sites. Advised the customer to seek medical advice and revert to back up plan. The customer stated that her husband will take her to the emergency room. No further info was provided.